Event description:
It was reported that an ilet pump generated persistent ¿insulin, consecutive stalled motor¿ alerts despite restarts, a dry run, and supply changes, indicating a motor stall malfunction of the insulin delivery system. Symptoms included hyperglycemia with a peak of 401 mg/dl. Outcomes included no impact beyond elevated blood glucose, and the need for arranging backup therapy by the user and device replacement. Investigation included technical review, user troubleshooting guidance, and planning for device replacement with instructions to shut down the device and to sync data to the mobile app prior to return. Investigation of this case revealed a suspected stalled motor event consistent with a device mechanical malfunction. It was concluded that the device malfunctioned and required replacement.